Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient occurred.